Manufacturer narrative:
Result: power entry module.

Event description:
It was reported by svc report that the power entry module was broken. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.